Event description:
During vitrectomy for retinal hemorrhage on a patient with diabetic retinopathy, a litepipe and 23 gauge probe stuck in cannula. The retina detached and a scleral buccal was performed. The relationship between the retinal detachment and the sticking of the probes is unclear. Couldn't dislodge the probes from the cannulas.